Event description:
Asr revision recommended - left hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ asr revision recommended - left hip. (B)(4). Xl, reason(s) for revision: noise. (B)(6). Rev date - (B)(6) 2014.

Manufacturer narrative:
Although the specific nature of the pt's complaint is unk, because revision has been recommended by depuy's third party claims administrator, it is reasonable to conclude that the pt's complaint has been determined to be product-related. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).